Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, it was reported that no audible alert on the dexcom g5 mobile application. No additional patient or event information is available. No product or data was provided for evaluation. The reported complaint of no audible alert on the dexcom g5 mobile application could not be confirmed as the alert was triggered at the correct time.